Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by a customer that two instances reported involving saline and keytruda when the tubing failed; came apart and they had one event original reported on 13-feb-2026.

Manufacturer narrative:
The customer reported the tubing failed and came apart, and returned one used sample of material 10015861a, lot 25105238. Upon initial visual examination, the set verified the complaint of separation from the smart site. The tubing was examined under a microscope, and insufficient solvent was found. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the failure by upgrading the bushing cleaning procedure for the solvent dispenser, and adding more stabilization to the dispenser.

Event description:
Sample.